Event description:
A customer reported that during an emergency procedure, using a glidescope avl video baton 3-4, the image would cut out or turn different colors after inserting it into the gvl stat and moving it around. No delay during the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The customer declined the option to have the reported glidescope avl video baton 3-4 returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Upon review of the device history for the serial number: (B)(4), it was determined that the device was manufactured on october 05, 2020 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available for the video baton, the customer was advised to replace their glidescope avl video baton 3-4. At this time, the cause of the reported issue could not be determined; however, it is likely that the age of the device (> 2 years) caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.